Event description:
There was no patient involvement associated with the reported problem. The reported problem was found on inspection in preparation for the intended procedure.

Manufacturer narrative:
This supplemental report is being submitted to provide additional event related information. Updates to sections b3, b5 and h6.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the device evaluation, legal manufacturer¿s investigation and device history record (DHR) review. The suspect device was returned to olympus and evaluated. The reported problem of "image would freeze" could not be confirmed. However, no image was produced when the processor was tested with a light source and digital cable, together with test endoscopes pcfq180al and cf-hq190l. The processor did not product an image for either test scope; the cause was isolated to a faulty upcv19cr board and lvds unit. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined that, due to the age of the device, a component on the cr board and lvds unit likely failed, resulting in freezing of endoscopic images or no images displayed.

Manufacturer narrative:
The suspect device has been returned to olympus and an evaluation is pending. Once an evaluation is completed, a follow up report will be submitted.

Event description:
A user facility reported to olympus that when using the olympus cv-190, evis exera iii video system center, the image would freeze when an olympus series 190 scope was connected. There was no patient injury or harm associated with the problem reported to olympus.